Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02183.

Event description:
Related manufacturer reference number: 3006705815-2019-02183. It was reported that the scs trial procedure on (B)(6) 2019 was abandoned due to patient¿s pre-existing spinal condition. Patient suffers from spinal scoliosis. Reportedly, patient experienced severe pain post-op. As such, it was decided to remove the trial leads and send the patient to the hospital for pain management. No further intervention is anticipated.